Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of customer low readings with the adc device. The caller reported unspecified blood glucose results with the adc meter, that were lower than customer felt. The caller reported customer experienced either loss of consciousness or seizure due to this issue, but refused to provide any further information. There was no report of death or permanent injury associated with this event.